Event description:
After treatment with juvederm ultra plus in the left nasolabial fold, the patient presented with an allergic reaction which the doctor stated at the time could be a possible "staph infection" or possible "cellulitis" at the injection site. The injection site looked infected. The patient was given antibiotics and the office has the patient "vacuumized" in every 12 hours. The patient has had prior juvederm treatments with no incident and was not concomitantly taking any medications. Contact information for follow up, and lot number not provided.